Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: the battery cap was not returned for evaluation. The battery compartment was noted to be cracked. No damages were found to the battery compartment threads. A test cap was able to securely attach to the pump. Unrelated to the original complaint, the display was dim and discolored. In addition, the audio bolus button cover was missing, making further evaluation of the bolus button functionality impossible.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.